Event description:
It was reported that this pacemaker and right atrial (ra) lead had triggered a lead safety switch (lss) to unipolar due to high out-of-range pace impedance measurements greater than 3,000 ohms. It was believed to have been attributed to spring contact/lead interaction. Following the lss, noise with oversensing was observed on the atrial channel. No pacing inhibition noted, and the patient paces 24% in the ra. The patient will be brought in for further evaluation, and will likely consider leaving the device programmed in bipolar sensing and unipolar pacing. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and right atrial (ra) lead had triggered a lead safety switch (lss) to unipolar due to high out-of-range pace impedance measurements greater than 3,000 ohms. It was believed to have been attributed to spring contact/lead interaction. Following the lss, noise with oversensing was observed on the atrial channel. No pacing inhibition noted, and the patient paces 24% in the ra. The patient will be brought in for further evaluation, and will likely consider leaving the device programmed in bipolar sensing and unipolar pacing. This pacemaker system remains in service. No adverse patient effects were reported. Additional information received reported that this pacemaker system was considered non-conditional for magnetic resonance imaging (MRI) due to the known out-of-range pace impedance measurements on the ra lead indicative of possible lead integrity concerns. The health care professional (hcp) decided to proceed with the MRI scan without an updated off-label MRI order. The MRI scan was completed, MRI protection mode was exited successfully, and lead measurements were within normal limits. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and right atrial (ra) lead had triggered a lead safety switch (lss) to unipolar due to high out-of-range pace impedance measurements greater than 3,000 ohms. It was believed to have been attributed to spring contact/lead interaction. Following the lss, noise with oversensing was observed on the atrial channel. No pacing inhibition noted, and the patient paces 24% in the ra. The patient will be brought in for further evaluation, and will likely consider leaving the device programmed in bipolar sensing and unipolar pacing. This pacemaker system remains in service. No adverse patient effects were reported. Additional information received reported that this pacemaker system was considered non-conditional for magnetic resonance imaging (MRI) due to the known out-of-range pace impedance measurements on the ra lead indicative of possible lead integrity concerns. The health care professional (hcp) decided to proceed with the MRI scan without an updated off-label MRI order. The MRI scan was completed, MRI protection mode was exited successfully, and lead measurements were within normal limits. This pacemaker system remains in service. No adverse patient effects were reported. Additional information received reported that the ra lead underwent a lead revision. Ra lead extraction was unsuccessful, the ra lead was surgically abandoned instead, and the new ra lead was implanted. It was noted that the pacemaker was explanted and replaced due to normal battery depletion during the same procedure, and the newly implanted pacemaker had an updated header. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.